Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall during a supply change, and the device displayed an unable to proceed message when attempting a rewind; the alert recurred after a restart, and a replacement was arranged. Symptoms included device alarm notifications without reported adverse clinical effects. Outcomes included interruption of insulin delivery requiring device replacement and user instruction to shut down the ilet and continue glucose monitoring with a compatible cgm. Investigation included customer troubleshooting steps such as dry run guidance, pump restart, notification review, and verification of device information. Investigation of this case revealed a repeated motor stall consistent with a mechanical drive or motor control malfunction that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.